Manufacturer narrative:
This report is for an unknown synflate balloon/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a fracture compaction t6 posterior wall recession procedure on (B)(6) 2019, upon removal of the dilation balloon of the inflation system, the balloon was cut into two (2) parts and it was impossible to remove in entirety. It was also mentioned that during the procedure, the pressure manometer suddenly decreased, resulting in an end part of the balloon remaining in the vertebral body. There was a surgical delay of unknown duration. Patient is currently in hospital care for a prior condition. There is no schedule for a new surgery to remove the retained part. Concomitant devices: inflation system (part: 03.804.413s, lot: 8102646, quantity: 1). This report is for an unknown synflate balloon. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B6: 08/28/2019: follow-up medwatch to capture the updated relevant test/lab data: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.